Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 803:07 was confirmed, but not duplicated. The root cause was not identified; however, as a precaution, the pump head module was replaced. This involved a colleague p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed that this device was not serviced by baxter prior to this event. A device history record review was performed finding no deviations, nonconformances, failures, or rework that occurred during manufacturing. There were not any release / testing specifications that were not met during first pass testing that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter united kingdom for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter united kingdom, a colleague infusion pump with a "channel failed-error log 803:07." This event occurred during infusion while the patient was connected to the pump; however, it is unknown in which care area this event occurred. This event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.